Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that loss of capture was reported on this rv lead. Daily measurement trend showed a significant drop in sensing and impedances. Physician planned to x-ray with no immediate intervention unless the x-ray shows malfunction. Device programming was changed to aai in the interim. Additional information was received 4 weeks following the original allegation that a right ventricular lead revision was performed because dislodgement was found causing a loc. The lead was repositioned successfully. Patient was not symptomatic since not needing to pace in the rv much. There were no adverse patient effects reported. The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.